Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fractured device / device breakage"), fallopian tube perforation ("perforation (fallopian tube(s))"), device expulsion ("migration / migration of essure device: uterus/embedded within portions o f the myometrium are metallic coiled wires consistent with an essure device"), embedded device ("embedded within portions of the myometrium are metallic coiled wires consistent with an essure device"), multiple sclerosis ("multiple sclerosis so bad/ psychological problems: ms/autoimmune disorder type of disorder: multiple sclerosis/autoimmune disorder type of disorder: multiple sclerosis") and menorrhagia ("menorrhagia/heavy bleeding") in a 34-year-old female patient who had essure (batch no. 846827) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included dysfunctional uterine bleeding, cervical cancer, chlamydial infection, swelling nos, multiple sclerosis, visual impairment, neck pain, paratubal cyst and endometriosis. Concomitant products included bupropion hydrochloride (wellbutrin), ibuprofen, lamotrigine, natalizumab (tysabri) and vitamin b12 nos (vitamin b 12). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced fatigue ("fatigue"), alopecia ("hair loss"), depression ("depression"), anxiety ("mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal)/heavy bleeding") and menorrhagia (seriousness criteria medically significant and intervention required). In 2013, the patient experienced multiple sclerosis (seriousness criterion medically significant), 4 years 10 months after insertion of essure. On (B)(6) 2016, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), migraine ("migraines") and headache ("headaches"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (hysterectomy (partial), and laparoscopic supracervical hysterectomy with bilateral salpingectomy, ablation and hysteroscopy and laparoscopic supracervical hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, fallopian tube perforation, device expulsion, embedded device, fatigue, alopecia, depression, anxiety, migraine and headache outcome was unknown and the multiple sclerosis, allergy to metals, vaginal haemorrhage and menorrhagia had resolved. The reporter provided no causality assessment for embedded device with essure. The reporter considered allergy to metals, alopecia, anxiety, depression, device breakage, device expulsion, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, multiple sclerosis and vaginal haemorrhage to be related to essure. The reporter commented: left: releasing the implant, 4 visible coils, right: 3 visible coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2011: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: depression, anxiety, headaches, fatigue, menorrhagia. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: embedded within portions of the myometrium are metallic coiled wires consistent with an essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-apr-2019: medical records received. Events per mr: embedded within portions o f the myometrium are metallic coiled wires consistent with an essure device was added, patient's medical history was added. Insertion date was updated. On 30-apr-2019: pfs received. Event onset date was updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fractured device / device breakage"), fallopian tube perforation ("perforation (fallopian tube(s))"), device expulsion ("migration / migration of essure device: uterus") and multiple sclerosis ("multiple sclerosis so bad/ psychological problems: ms/autoimmune disorder type of disorder: multiple sclerosis") in a 34-year-old female patient who had essure (batch no. 846827) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". Concomitant products included bupropion hydrochloride (wellbutrin), ibuprofen, lamotrigine and vitamin b12 nos (vitamin b 12). On (B)(6)2011, the patient had essure inserted. In (B)(6)2011, the patient experienced fatigue ("fatigue"), alopecia ("hair loss"), depression ("depression"), anxiety ("mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal)/heavy bleeding") and menorrhagia ("menorrhagia/heavy bleeding"). On (B)(6)2016, the patient experienced allergy to metals ("nickel allergy"), 4 years 8 months after insertion of essure. On (B)(6)2016, the patient experienced multiple sclerosis (seriousness criterion medically significant). On (B)(6)2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced migraine ("migraines") and headache ("headaches"). The patient was treated with nsaid's, paracetamol (acetaminophen) and surgery (hysterectomy (partial), and laparoscopic supracervical hysterectomy with bilateral salpingectomy and hysteroscopy and laparoscopic supracervical hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the device breakage, fallopian tube perforation, device expulsion, fatigue, alopecia, depression, anxiety, migraine and headache outcome was unknown and the multiple sclerosis, allergy to metals, vaginal haemorrhage and menorrhagia had resolved. The reporter considered allergy to metals, alopecia, anxiety, depression, device breakage, device expulsion, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, multiple sclerosis and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2011: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jan-2019: pfs received. Following events were added: abnormal bleeding (vaginal), menorrhagia, migraines, headaches and she did not undergo essure confirmation test. Event clubbed: multiple sclerosis so bad/ psychological problems: ms/autoimmune disorder type of disorder: multiple sclerosis, abnormal bleeding (vaginal)/heavy bleeding and menorrhagia/heavy bleeding. Event onset date added. Concomitant medications were added. Event outcome added for abnormal bleeding (vaginal)/heavy bleeding and menorrhagia/heavy bleeding. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration / migration of essure device: uterus"), device breakage ("fractured device / device breakage"), fallopian tube perforation ("perforation (fallopian tube(s))") and multiple sclerosis ("autoimmune disorder: ms / psychological or psychiatric problems: ms") in a 34-year-old female patient who had essure (batch no. 846827) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2016, 4 years 8 months after insertion of essure, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced multiple sclerosis (seriousness criterion medically significant), fatigue ("fatigue") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy (partial), and laparoscopic supracervical hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, device breakage, fallopian tube perforation, multiple sclerosis, fatigue and alopecia outcome was unknown and the allergy to metals had resolved. The reporter considered allergy to metals, alopecia, device breakage, device expulsion, fallopian tube perforation, fatigue and multiple sclerosis to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2011: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events added from pfs- autoimmune disorder: ms, fatigue, hair loss, nickel allergy, perforation (fallopian tube(s)), incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))"), device breakage ("fractured device / device breakage"), device expulsion ("migration / migration of essure device: uterus") and multiple sclerosis ("multiple sclerosis so bad/ psychological problems: ms") in a 34-year-old female patient who had essure (batch no. 846827) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced fatigue ("fatigue"), alopecia ("hair loss"), depression ("depression") and anxiety ("mental anguish "). On (B)(6) 2016, 4 years 8 months after insertion of essure, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2016, the patient experienced multiple sclerosis (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with paracetamol (acetaminophen), nsaid's, surgery (hysteroscopy and laparoscopic supracervical hysterectomy with bilateral salpingectomy), surgery (hysteroscopy and laparoscopic supracervical hysterectomy with bilateral salpingectomy) and surgery (hysterectomy (partial), and laparoscopic supracervical hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device breakage, device expulsion, fatigue, alopecia, depression and anxiety outcome was unknown and the multiple sclerosis and allergy to metals had resolved. The reporter considered allergy to metals, alopecia, anxiety, depression, device breakage, device expulsion, fallopian tube perforation, fatigue and multiple sclerosis to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2011: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received- new event depression, mental anguish , treatment medication were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fractured device / device breakage"), fallopian tube perforation ("perforation (fallopian tube(s))"), device expulsion ("migration / migration of essure device: uterus") and multiple sclerosis ("multiple sclerosis so bad/ psychological problems: ms") in a 34-year-old female patient who had essure (batch no. 846827) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced fatigue ("fatigue"), alopecia ("hair loss"), depression ("depression") and anxiety ("mental anguish "). On (B)(6) 2016, 4 years 8 months after insertion of essure, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2016, the patient experienced multiple sclerosis (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with paracetamol (acetaminophen), nsaid's, surgery (hysteroscopy and laparoscopic supracervical hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, fallopian tube perforation, device expulsion, fatigue, alopecia, depression and anxiety outcome was unknown and the multiple sclerosis and allergy to metals had resolved. The reporter considered allergy to metals, alopecia, anxiety, depression, device breakage, device expulsion, fallopian tube perforation, fatigue and multiple sclerosis to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) : total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and device breakage ("fractured device") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and pelvic pain ("pelvic pain"). The patient was treated with surgery (hysteroscopy and laparoscopic supracervical hysterectomy with bilateral salpingectomy). Essure was removed. At the time of the report, the device dislocation, device breakage and pelvic pain outcome was unknown. The reporter considered device breakage, device dislocation and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.